Manufacturer narrative:
The field lt was reviewed and suction with a brief pump position in the aorta alarms were observed. No pump position deep or lv waveforms were observed. The cause of the positioning issue was most likely patient condition related since patient volume and positioning in the lv anatomy was difficult. Possible cannula kink since the pump pigtail could not be positioned out of the papillary. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Impella cp repositioning issues due to pigtail entrapment in papillary muscle, which caused pump to flow at lower levels. Pump was not replaced. Patient expired three days later with several contributing factors. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.